Event description:
The customer reported his blood glucose reached 14.3 mmol/l (257 mg/dl) less than a day and a half after the pod was activated. She noticed the adhesive pad was wet and the cannula had slipped out of his skin.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.